Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event was confirmed. Review of the stored egm showed noise consistent with emi or a connection issue. Once the device was restored to as received settings, the device was tested on the bench and on the automated electrical system. No anomalies were detected. It is believed that the reported anomaly was consistent with an intermittent lead/device connection issue or lead anomaly.

Event description:
It was reported that the sensing had decreased. A message stating the impedance was out of range at 0 ohms was noted. The hvli check was normal, before and after testing. The device was explanted.